Manufacturer narrative:
H6. Coding updated per additional information received and coding relating to the pump is no longer applicable as there was no pump malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep) and confirmed/provided by the healthcare provider ( hcp). It was reported that the event occurred 2025-dec-24. It was further reported that the hcp could not deliver/not pass drug through the catheter due to an unknown occlusion and that the pump was not the issue. A dye study was performed. It was stated during the procedure the hcp tried to place a new catheter, but due to difficulties with the patient's anatomy they had to abort the procedure and removed the drug pump.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-feb-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving mo rphine via an implantable infusion pump for an unknown indication for use. It was reported that the they 'could not receive drug' and that the drug was not being delivered so the hcp decided to remove. It was reported that the patient's pump and catheter were explanted, the hcp discarded it, and they will not be replaced. Environmental, external, and patient factors, and diagnostics/troubleshooting were not applicable. The issue was resolved at the time of this report.